Manufacturer narrative:
Clarification h6: device photos have been received, and pending investigation.

Event description:
Patient reported for right side "product recall" and "the recall is because the implants can cause anaplastic large cell lymphoma (bia-alcl)". Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: lump/nodule: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device lump/nodule: unable to observe as it is not related to the device. Product/procedure: unable to observe as it is not related to the device. Skin rash/dermatitis: unable to observe as it is not related to the device. Anxiety- product/procedure: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Observed crease sharp assessed as fold flaw opening.. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "lumps all over her breast that are extremely painful." Patient later reported rupture. Patient additionally reported capsular contracture baker grade IV. Patient also reported "product recall" and "the recall is because the implants can cause anaplastic large cell lymphoma (bia-alcl)." Patient additionally reported "rash under breast and on stomach for approximately one year." Healthcare professional later reported rupture is on the contralateral side. Device has been explanted and replaced.

Event description:
Patient reported right side "lumps all over her breast that are extremely painful." Patient later reported rupture. Patient later reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.